Event description:
New information reported stated that the lead was capped and replaced on (B)(6) 2017. The patient was in stable condition before, during and post surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited noise which could be reproduced with isometrics; pacing inhibition was noted with bipolar programming. The device was reprogrammed and the patient would continue to be monitored.